Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h3; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting for an illuminated spare lamp. Tac emailed a quick reference guide to the customer. The customer will call back if further assistance is needed. Troubleshooting was not able to resolve the reported allegation. The complaint was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: problem resolved; light was not secured in place.

Event description:
It was reported that the xenon light source had illuminated spare lamp during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.